Manufacturer narrative:
(B)(4). UDI# (B)(4). Concomitant medical products: item# 912076; jgrknt 1.0mm mini 2-0ndls; lot#: 697500, item#: 912076; jgrknt 1.0mm mini 2-0ndls; lot#: 273440. Item#: 912076; jgrknt 1.0mm mini 2-0ndls; lot#: 273440. Foreign source: (B)(6). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2019-04498, 0001825034-2019-04499, 0001825034-2019-04742.

Event description:
It was reported that during a surgery, the plastic sleeve on the inserter handle of the mini juggerknot was too tight and would not slide. Additionally, when it was inserted, the tip broke and the anchor was unable to be put in. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
D4 (UDI) : (B)(4). This follow-up report is being submitted to relay additional information. .

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; g4; g7; h1; h2; h3; h4; h6. Complaint sample was evaluated and the reported event was confirmed. Visual examination of the returned product identified 4 devices returned, one of which had a fractured prong on the inserter. Dimensional analysis of the product determined that the product, where measured, was conforming to print specifications. Function check was conforming and the devices work as intended. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.